Manufacturer narrative:
G1. Mfg contact office address 1: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device indicated that the power was lost while running before it read, ¿stopped¿. Per reporter the patient had already changed the batteries and therefore most likely a battery issue. Even though the batteries are good, they are losing their connection and causing a brief power loss, which stops the pump. The patient wanted to troubleshoot and try starting the device once more and if it happens again, they will power off the pump, clamp the tubing and call the doctor on call to notify them of the issue. The reservoir volume was 12ml, rate: 3ml, and given: 18ml. The event occurred while in use with a patient and at the patient¿s home. The operator of the device was a health professional. Here was a patient involvement and no patient harm/adverse event reported.